Event description:
Information was received regarding a cadd administration set. It was reported that the administration of solution did not take place but was not detected by the pump. The bag was full the next morning without any alarm. The pump said that the solution had been administered whereas this was not the case. It is unknown if there was patient, or clinician injury associated with this occurrence.